Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('prayer for great surgery') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('major pain all the time') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection ("bacterial infection"), fungal infection ("constant yeast infection"), menometrorrhagia ("heavy, irregular periods"), back pain ("back pain") and restless legs syndrome ("restless leg"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, bacterial infection, fungal infection, menometrorrhagia, back pain and restless legs syndrome outcome was unknown. The reporter considered back pain, bacterial infection, fungal infection, menometrorrhagia, pelvic pain and restless legs syndrome to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pain nos,irregular, heavy menses, yeast infection , back pain and bacterial infection . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event:back pain were added. On 23-mar-2020: social media received. New event restless legs syndrome added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('major pain all the time') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection ("bacterial infection"), fungal infection ("constant yeast infection") and menometrorrhagia ("heavy, irregular periodsu"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, bacterial infection, fungal infection and menometrorrhagia outcome was unknown. The reporter considered bacterial infection, fungal infection, menometrorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pain nos,irregular, heavy menses, yeast infection and bacterial infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events pain nos, irregular, heavy menses, yeast infection and bacterial infection updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('prayer for great surgery') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.